Event description:
It was reported that the device was difficult to remove, and damage occurred. The patient had difficult anatomy. A left atrial appendage (laa) closure procedure was being performed. During the procedure, a 27mm watchman flx closure device and delivery system (wds) was advanced and deployed in the laa, yet did not meet release criteria so it was fully recaptured. During removal of the wds, difficulty was experienced, and it was found the wds was kinked. The wds was removed, and it was replaced with a new 24mm wds. Due to the patient anatomy being difficult, the procedure was aborted. There were no patient complications.